Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler to the bottom shelf of the cart and made a puddle on the floor after ending their pd treatment. The patient reported receiving a notice: draining slowly message during drain 3 of 4 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the night to allow it to dry out and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated that the patient¿s connections were done correctly. The pdrn also confirmed that patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed but did not complete the night of the event since it occurred in the middle of the night. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler to the bottom shelf of the cart and made a puddle on the floor after ending their pd treatment. The patient reported receiving a notice: draining slowly message during drain 3 of 4 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the night to allow it to dry out and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated that the patient¿s connections were done correctly. The pdrn also confirmed that patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed but did not complete the night of the event since it occurred in the middle of the night. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information provided in h3. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.